Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gallstone removal operation, the absorbable ligation clip was used to clamp the blood vessel, and the absorbable ligation clip was found to be bifurcated and incompletely closed. Surgeon replaced with a new absorbable ligation clip immediately to resolve the issue. There was no patient injury.